Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy, the patient did not feel stimulation, with the therapy confirmed off, the therapy was turned on and the issue was resolved. The patient reported they had surgery on their vagina and did not know they had to turn stim on to increase it. No falls/trauma were related to the issue. The patient increased the amplitude and felt the stimulation in the correct area. The patient had increased it a bit too high on call so decreased and the pinching they felt went away. The patient had an appointment with their healthcare provider (hcp) next month. The symptoms reported were leakage, and loss of bladder control when coughing once. The change in therapy was reported to be sudden in nature.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.